Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported irrigation/infusion issues during a procedure. It was noticed that the liquid did not provide enough space during surgery. As consequence, it was necessary to get out of the incision. When the footswitch was pressed out, the v shape at the end of the tip did not form, there were only drops. The cassette was exchanged and the procedure could be completed without patient harm. Additional information has been requested and received. A product sample was received at the manufacturing site and it is awaiting evaluation.

Manufacturer narrative:
This is the first complaint reported for this finished goods lot. Review of the device history record indicates the order was built to specification. The returned sample was visually inspected and no obvious defects were found. It was noted that the drain bag was detached from the cassette cover due to saturation. The customer did not return an infusion sleeve with the cassette. The sample was functionally tested and passed testing. The irrigation and aspiration flow rates were within specification. The root cause of this customer's complaint could not be established as the returned sample met specifications. The infusion sleeve could not be inspected as only the cassette was returned for this complaint. (B)(4).